Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken. Due to the length of the broken fragment, it was determined that the cable had broken inside of the hypotube. It was concluded that the broken cable at the proximal end likely occurred due to improper cleaning. Failure analysis investigation also found that the main tube appeared to have a stripped epoxy layer, resulting in the fiberglass layer underneath being exposed. The damage occurred along the entire length of the main tube. It was concluded that the damage likely occurred due to improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the main tube found during failure analysis investigation, could likely cause or contribute to an adverse event, if to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken string was observed at the tip of the permanent cautery hook instrument. The instrument was not used on a patient. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.